Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made and no further episodes have occurred since.

Manufacturer narrative:
Correction: manufacturer report 2017865-2015-31235, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).